Event description:
Customer reported that the insulin pump returned an error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to loose motor support disk causing the home switch to misalign with the motor slide pad. Compromised force sensor system alarm was not verified due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.